Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting a liberty select cycler alarm that a fluid leak was observed when removing the cassette when resetting up with new supplies. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. The patient did report that one treatment was skipped but resumed with the replacement cycler.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (fc fill complication encounter) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. Encounter (heater bag not detected). A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill phase cycle 1 of the post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment, an (heater bag not detected) message occurred and the treatment was cancel. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. A visual internal inspection found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and was replace. The cause of the observed dried fluid and fluid could not be determined. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completely without failures. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. Positive for glucose. A DHR review found mushroom head check: 6/18/2015. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."